Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in a calcified and moderately tortuous proximal left circumflex artery. A maverick otw 15mm 1.50 balloon catheter ruptured at 10 atm. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in a calcified and moderately tortuous proximal left circumflex artery. A maverick otw 15mm 1.50 balloon catheter ruptured at 10 atm. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Lot # corrected from 0014716363 to 0014567730. Device expiration corrected from 03 oct 2014 to 07 aug 2014. Device manufactured date corrected from 07 oct 2011 to 10 aug 2011. Upn search corrected from h7492062015150 - model-maverick otw 15mm 1.50 - 20620-1515 to h7492062015200 - model-maverick otw 15mm 2.00 - 20620-1520. Catalog/model # corrected from 20620-1515 to 20620-1520. (B)(4).